Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test. The pump was unable to prime at 4.0 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he is getting an error every time he goes to prime the tubing. Customer was getting a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin is squirting out and he keeps getting the alarm. Customer's blood glucose is 175 mg/dl. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that the pump was not bumped or dropped. Customer stated that he never touches the area where the drive support cap is located. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.